Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. As treatment, the patient administered corrections and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Fluid flowed through the fluid path as expected despite the soft cannula being stretched. No evidence of any manufacturing deficiencies were observed that would result in the device failing to deliver insulin.